Event description:
Had breast augmentation with implant placement of sientra silicone high profile 465cc implants by board certified plastic surgeon on (B)(6) 2013. Began noticing increasing fatigue, joint pain and weakness just one month post op. In the years following I developed arthritis in originating in my sternum, noted on nuclear med bone scan, then migrating to my distal joints and intercostal spaces including but no limited to my hands, feet, hips and ribs. Sudden onset of secondary infertility noted as diagnosed by reproductive endocrinologist. Symptoms have also included hair loss/thinning, dry skin and worsening lethargy, mental clarity and increased pain at implant site/thoracic region.